Event description:
The customer's parent reported via phone call that they had a keypad anomaly. The customer's parent reported the numbers were ramping up on their own when attempting to bolus. It was also found a battery out limit alarm occurred after replacing the battery. The issue occurred with three batteries. Customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers or ramping up noted. The insulin pump operating currents are normal and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.